Event description:
Technician alleged that all four siderails are rusted at the pivot points on this bed. The technician alleged that the left hand head siderail was rusted enough that it broke off the bed. The technician stated that there were no injuries.

Manufacturer narrative:
The technician stated that the account will be scrapping this bed. The exact problem related to the siderails rusting is not known.